Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was observed that the device reached its elective replacement indicator (eri) sooner than expected. Technical support was contacted and determined that the longevity of the device was overestimated by the programmer at a previous follow-up appointment. The device was explanted and replaced due to normal eri. The patient was stable following the procedure and there were no adverse consequences.